Event description:
Patient had an hsv 2 positive test on diasorin liason xl hsv 1 and 2 igg test. Followed up with a western blot, which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5115914.